Manufacturer narrative:
The (B) (4) providing the case details was not present for the operation. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". The sensor device functioned as intended and does not appear to have malfunctioned. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. It is unknown if the aspect sensor caused or contributed to a serious injury. At this time, no further information has been provided regarding the resolution of the skin lesion, and/or any specific medical interventions. Therefore, since it is unknown if the irritation has completely resolved or required medical intervention, we are submitting an MDR.

Event description:
Aspect representative was contacted by (B) (4) on (B) (6) 2010 regarding a (B) (6) patient who had undergone a spinal fusion surgical procedure on (B) (6), 2010. During a routine postoperative follow-up visit at a different healthcare facility on (B) (6) 2010, the crna noted a skin lesion at the center of the child's forehead. The lesion was described as a "red mark", and the location on the forehead is consistent with the location of element #1 of the bis quatro sensor. Repeated requests for further information have not been returned. At this time, no further information is available.